Event description:
It is reported that the surgeons are seeing a higher than anticipated early revision rate for the cpt stem used with the durom heads and durom cups.

Manufacturer narrative:
This report will be amended when our investigation is complete.